Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A complaint analyst reported that the dp5033i duragen plus adhesion barrier matrix 3x3 was purchased on (B)(6) and had an expiration date of mar2017. The situation was discovered during transfer to the customer. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. The device history record performed on finished good lot 1140552 showed no anomaly during the process of this lot that could be related to the reported condition. As part of manufacturing/packaging documentation, samples of printed material are attached to the DHR and all showed the correct expiration date (same as reported by the customer: 03-2017). No expiration date related quality events were generated to lot 1140552. No defect was detected at integra-añasco, pr from a manufacturing/packaging/shipping point of view. Root cause could not be determined at this time.

Event description:
N/a